Manufacturer narrative:
The product was tested against the valid specification - it was not possible to find any deviations, all functions operated to required specifications. It is the nature of an air-flow-system that at the end of the cannula an airflow mixed with water and powder gets exhausted. This is the intended function of the product. To avoid the occurrence of an emphysema the 'instruction of use' contains already a warning that it should be avoided to blow directly in damaged tissue and/or open wounds. From current point of view a use of the product against this request lead to the incident. Content of IFU: 2.2 air embolism and skin emphysema there is a hazard in that the insufflation of spray can cause air embolisms and skin emphysema. Do not insufflate spray in open wounds. The improper use of the product might lead to emphysema. Emphysema may arise in extreme isolated cases, especially in the presence of pathological gingival pockets (> 3 mm), mucosal lesions, direct skin contact or contact with soft tissue and/or improper handling. The powder jet device must be used as briefly as possible. The prophyflex perio tip may be re-used for up to10 times. After the treatment, unscrew the empty powder container and rinse the prophyflex perio tip with air and water for approx. 10 seconds. For safety reasons, the torque wrench should be placed on the perio tip as protection against injuries when the prophyflex is in the holder.

Event description:
The hygienist reported that the patient had been in a reclined position in the dental chair for approximately one hour for the dental treatment. Upon returning the patient to an upright position, significant swelling was observed in the face and neck. The patient was subsequently transported to the hospital. A CT scan was made and air inside of her tissue from her sternum up to her face was diagnosed. The patient was put to intensive care unit (ICU).